Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case complete. Customer called in with error 211-2000 on 8100 unit. Which is unspecified communication error, the logic board. Which is the main board on the unit and will have to be replace. I confirm to customer the part number for logic board. (B)(4). 8100 unit. Serial # (B)(4). Customer called in for help on error code 211-2000 on 8100 unit which is unspecified communication error, will have to replace the logic board on unit. Customer ask weather its cheaper for him to get the board or send in for services repair. Confirm part price without taxes, and also confirm to customer level 1 & level 2 quote. Customer will call back once he is ready to send unit in for services repair.